Manufacturer narrative:
(B)(6). No further patient details have been provided. The customer changed the screen a week ago and there is still a small difference. Advised customer the procedure to calibrate the screen. No parts were replaced and no parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the touch panel was replaced but is still slightly offset. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.